Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The device returned had a small cut in the balloon, likely caused by a sharp instrument. Balloons can be easily compromised if they come in contact with sharp objects or sharp packaging material. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment. There were no anomalies found after reviewing the work orders for these lot numbers. The lots passed all testing and all data recorded was within required specifications.

Event description:
It was reported that during an unknown procedure, the balloon ruptured. Unknown how the case was completed. There were no adverse consequences for the patient.